Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that it was determined that the patient had an infection. The device was explanted, and the issue was resolved.